Manufacturer narrative:
Other medical products in use during the event include: product ID: 3777-60, (serial: (B)(6), product type: 0200-lead; product ID: 3776-45, (serial: (B)(6), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain due to a lack of stimulation. The battery wouldn't charge so it was replaced. During the surgery it was found that the leads were damaged and needed to be replaced, however, the lead replacement was planned for a later date. The cause was not known and the issue was ongoing.

Manufacturer narrative:
Analysis of pli# 30 product ID# 97716 found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.